Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that out of range low pace impedance measurements were noted when it comes to the competitor right ventricular (rv) lead and device. Oversensing was also noted as the device went into unipolar configuration due to the lead safety switch being triggered. The patient will be brought in for review and troubleshooting at a later date. No adverse patient effects were reported.